Event description:
Philips burton (aka burton medical products) outpatient ii medical examination light single ceiling model subject to FDA recall number z-0589-04 became detached at the pivot between the down tube and the arm. The light did not impact any person, therefore there were no injuries.

Manufacturer narrative:
This incident was originally reported to the FDA on 01/05/2011 on the voluntary form 3500. The purpose of this report is to submit the incident on the correct mandatory form 3500a.